Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer reported to baxter (B)(4) that the roller or white clamp on the arterial blood line was faulty allowing saline to continually infuse into circuit and into patient. There was patient involvement; however no patient injury or medical intervention was reported.